Event description:
This case involves a patient admitted for a presumed right subclavian hemodialysis line sepsis. The patient went to the o.r. For a peritoneal tenkoff catheter placement. During the proceudre a previously inserted tenkoff catheter portion was removed. Please note it appears the retreival tenkoff catheter had been placed in the patient an undetermined amount of years prior to this date. The patient tolerated the procedure. He was discharged home ten days laterdevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: other. Invalid data - on device destroyed/disposed of status.